Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the echo instruments. The original crossmatch testing performed on (B)(4) 2012 showed the crossmatch was interpreted as compatible. The image shows a triangular shape missing from the left side of the indicator cell button. This does appear visually positive. The echo resulted with a reaction strength of 3. The monolayer appears to have thin areas and a hole in its formation. The customer was asked to clean the wash manifold as the monolayer had holes in both images that may have contributed to the incorrect reading of "compatible" for the original testing. Repeat testing on (B)(4) 2012 with the same unit resulted in an interpretation of incompatible as expected. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected negative results with the crossmatch assay on galileo echo (B)(4).